Manufacturer narrative:
The initial medwatch report indicated that this event was an adverse event and the type of reportable event was a serious injury. After further review, physio-control concluded that the reported injuries are not serious injuries due to: not being life threatening; not resulting in permanent impairment of a body function or permanent damage to a body structure; not necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure; permanent is defined as irreversible impairment or damage to body structure or function.

Manufacturer narrative:
E2014029 . (B)(4). The customer was unable to identify which of their two devices had been used in the reported event (serial numbers (B)(4)). The device was not returned to physio-control for an evaluation since there was no allegation of a product malfunction. The customer stated that the devices worked as intended. The cause of the reported injury was not conclusively determined; however the reported injury is consistent with injuries that are known to be associated with mechanical chest compressions. In the lucas instruction for use it is written, skin abrasions, bruising and soreness of the chest are common during the use of the lucas chest compression system. Rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest.

Event description:
The customer contacted physio-control to report that the lucas 2 chest compression system device was used on a (B)(6) male, who was found in the bathtub, unresponsive due to an overdose. The lucas 2 was used on the patient for an unspecified amount of time. The device was removed from the patient's chest and abrasions were observed that would most likely require medical intervention. The patient is deceased. No further details about the patient or the event were provided. The customer, a healthcare provider, stated that the device use did not cause or contribute to the death of the patient.